Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed pacing impedance measurements greater than 2000 ohms due to a fracture. The lead was removed from service without further incident. No additional adverse patient effects were reported.